Event description:
The customer reported to olympus, the duodenovideoscope had a tear in the coat. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had corrosion and residual liquid, there were foreign objects inside the light guide lens, and the forceps elevator had foreign material, and corrosion around the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional non-reportable information were found such as: water tightness of forceps were lost, scratch on the grip and switch box, air/water cylinder and suction cylinder had discoloration, suction connector was dirty due to water leakage, loss of water tightness due to a pinhole on the bending section cover and damage on the channel tube, the insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover, the play of the upward/downward angulation control knob was out of the standard value due to the wear of the angle wire, distal end was shaved, had corrosion, had a burr, and connecting tube and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from the bending section cover (a-rubber), biopsy channel, forceps elevator. The events (corrosion of the distal end, foreign material in the distal end, foreign material in the forceps elevator, corrosion of l-arm) can be detected and prevented by following the instructions for use (IFU) sections: ·IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. ·IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event (foreign material inside lg-lens) can be detected by following the instructions for use (IFU) section: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.